Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 524 mg/dl and trace ketones. The customer was treated with manual insulin injections, and was released from the ER four hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.